Event description:
The patient was inappropriately treated one time by the lifevest. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient was hospitalized following the event. The monitor was returned to the manufacturer and found to be fully functional. There is no indication of a malfunction causing or contributing to the inappropriate treatment.

Manufacturer narrative:
The monitor was returned to the manufacturer and found to be fully functional. There is no indication of a malfunction causing or contributing to the inappropriate treatment. Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to contamination on the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.